Manufacturer narrative:
The tip-up fenestrated bipolar forceps instrument has not been received for failure analysis evaluation. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The image shows a tip up fenestrated grasper with a completely dislodged proximal clevis. The wires to the distal end are completely broken and the main tube appears broken. There are fragments missing from the main tube. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after the lobectomy procedure began, the surgeon informed the surgeon that the tip-up fenestrated grasper was not working and that the forceps were broken, preventing console commands. It was necessary to remove the forceps, removing the trocar along with the forceps as it would not come out of the trocar, and it was replaced with another instrument to continue the surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was performing lobectomy when the issue occurred. No fragment fell into a patient.